Event description:
It was reported that the device was sent in for preventative maintenance and a repair was indicated. There is no patient involvement with no reported patient harm or delay. Due diligence is complete. No additional information is available. At investigation the plug harness was damaged, exposing metal wiring near the device handpiece. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the plug harness was damaged (exposed metal wiring near the device handpiece). The plug harness assembly and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.